Event description:
The pt received his scs system, including a paddle lead, on (B)(6) 2010. Two months post-operative, the pt reported feeling numbness in his body since implant. A review of the surgical records found that surgeon used a dural separator to place the lead. F/u on the pt found that the reported numbness has subsided. The scs system will remain implanted. No additional info is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.